Manufacturer narrative:
E1: initial reported facility name: (B)(6).

Event description:
It was reported that the device fractured. A direxion? Transend? 14 system was selected for use in a transarterial chemoembolization (tace) procedure. During the procedure, the microcatheter body fractured during catheter twisting. The procedure was completed using with another of the same device. There were no patient complications as a result of this event, and the patient was in stable condition following the procedure.

Event description:
It was reported that the device fractured. A direxion? Transend?-14 system was selected for use in a transarterial chemoembolization (tace) procedure. During the procedure, the microcatheter body fractured during catheter twisting. The procedure was completed using with another of the same device. There were no patient complications as a result of this event, and the patient was in stable condition following the procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluation by manufacturer: the device was returned to the arden hills complaint investigation site (cis) for evaluation. Visual inspection identified two fractures on the nickel shaft: one located approximately 7.5 cm distal to the strain relief and another at the strain relief itself. The fractures corresponded to a kink observed on the inner shaft. Examination of the remaining components revealed no additional damage or abnormalities. Product analysis confirmed the reported issue.